Event description:
A ventilator was returned to the manufacturer for foam remediation. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the unit powered on and operated as intended, however, error codes for the internal battery were found in the ventilator's downloaded error log. The device did not pass testing. The customer has requested no repairs made. The device to return to the customer unrepaired. Additional findings not related to the malfunction/issue include the enclosure missing rubber feet, sd door missing and the front enclosure, front top left/right corner is cracked.